Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was not detected on bus. A field service engineer arrived at the station and removed the back panel, discovering that drawer 2.1 was unplugged. After powering down the station and reconnecting the drawer, the system failed to boot. Fse disconnected the bus cable, accessed the drawer¿s back, connected the retractor and disconnected the other one. Upon reconnecting the bus cable, the station began to boot. The drawer controller board was replaced and the drawer reassembled, but the station still wouldn¿t boot. By disconnecting drawers one at a time, the engineer identified drawers 5.1 and 5.2 as causing the issue. Both drawer controller boards were replaced. After reassembly and reconnecting the bus cable, the station powered up successfully. Logged into hardware test application, tested drawers 2.1, 5.1, and 5.2, saved the test results and case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from pharmacy or from another station. However, there were no adverse events or injuries reported based on this event.